Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss did not confirm the vitrectomy issue as it could not be duplicated. The fss checked the pressure setting on the vitrectomy function as found it to be within specifications. The fss used a vitrectomy cutter from his inventory and the customer¿s vitrectomy cutters to verify it was cutting and working properly. The fss found the unit to be working properly. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a posterior capsule broke resulting in a vitrectomy performed. A brief description from the surgery center indicated they requested the system to be checked due to the vitrectomy feature was not working properly. The surgery center stated the vitrectomy was not cutting, therefore the procedure was not completed and the patient was rescheduled. The procedure was completed by a retinal surgeon and a sulcus lens was implanted. The patient outcome was stable at a post-operative exam.